Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that during patient use, with bluselect tube kits the pressure had dropped from 20 to 10 in a couple of hours. Spare cannula was replaced. There was patient involvement and no harm.